Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead; outer insulation breached/cut.

Event description:
It was reported during the implant procedure, the 5076 leads (52 cm and 58 cm) were attempted but not used due to positioning difficulty and dislodgements. The leads were not implanted. No patient complications have been reported as a result of this event.